Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with draining slowly messages during drain 3 of 3 of treatment. The patient was connected during the incident. The blue pin that was closest to the patient was not pushed in and the patient line was not kinked. The patient reported seeing several air bubbles in the drain line. Fibrin was not discovered. The cycler was rebooted and the patient resumed treatment before the cycler prompted with an m31 air detected in cassette message during drain 3 of 3 of treatment. When the patient opened the door during during tx complete - step 9 remove cassette of treatment, fluid was discovered in the pump module area and on the external of the cassette, and fluid was noted leaking from the cassette door. The patient was advised against using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advise on alternate treatment. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported unknown cycler alarms while using the cycler and prior to the leak. Per pdrn the patient cancelled treatment and found moisture around the cycler pump module heads when the cassette door was opened. The cause of the fluid leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with draining slowly messages during drain 3 of 3 of treatment. The patient was connected during the incident. The blue pin that was closest to the patient was not pushed in and the patient line was not kinked. The patient reported seeing several air bubbles in the drain line. Fibrin was not discovered. The cycler was rebooted and the patient resumed treatment before the cycler prompted with an m31 air detected in cassette message during drain 3 of 3 of treatment. When the patient opened the door during tx complete - step 9 remove cassette of treatment, fluid was discovered in the pump module area and on the external of the cassette, and fluid was noted leaking from the cassette door. The patient was advised against using the cycler and to contact the on-call peritoneal dialysis registered nurse (pdrn) for advice on alternate treatment. Upon follow up, the pdrn confirmed the reported event. The pdrn stated fluid was noted during step 9 of treatment as treatment was cancelled and following the reported unknown cycler alarms while using the cycler and prior to the leak. Per pdrn the patient cancelled treatment and found moisture around the cycler pump module heads when the cassette door was opened. The cause of the fluid leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) to complete their treatment on the night of the reported event. The patient has since resumed treatment using the cycler without further issue. The pdrn stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.